Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event, and this complaint is still under investigation.

Event description:
The customer reported that while monitoring ECG on a pt in the ambulance, the users printed an ECG print strip and the unit's screen went dark.